Manufacturer narrative:
(B)(4). Unknown, (B)(6) 2008. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06695 and 0001822565-2017-06695.

Event description:
It was reported that the patient was implanted with bone screws during a trauma procedure of the right shin and was revised approximately nine (9) years post-implantation due to experiencing pain and an allergic reaction to the nickel in the screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The screw was not explanted as it remains in situ.

Event description:
It was reported that the patient was implanted with bone screws during a trauma procedure of the right shin and underwent an attempted revision approximately nine (9) years post-implantation due to experiencing pain and an allergic reaction to the nickel in the screws. Screws remain in situ. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being filed to reflect corrected information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00283.